Manufacturer narrative:
Date of report : 12jun2019, date rec¿d by MFR : 20may2019. The manufacturer¿s international service technician confirmed the reported "power off" issue. The manufacturer¿s international service technician replaced the power management (pm) pcba and the cpu pcba to address the reported problem. The device is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. International UDI # (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an "automatic crash". No patient or user harm was reported.